Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line/set). This event occurred during dwell cycle three of four of peritoneal dialysis therapy while the patient was connected. The patient stated there was air in the patient line. The technical service representative assisted the patient in ending therapy. It is unknown how the patient planned to complete therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was not known; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.